Manufacturer narrative:
The customer reported that the totalcare bed was not inflating properly and the patient developed a stage 3 pressure injury on the right shin and a pressure injury on the buttock (staging unknown). The customer stated the reported pressure injuries began in (B)(6) 2021 and would heal and then return, and the patient would often remain in wet diapers with no repositioning, but now has a catheter and the buttock pressure injury is improving. The customer also stated that she did not know that she needed to weigh the patient in order to use the pressure redistribution feature of the bed. The patient has a visiting nurse once a week and the wounds are being treated with honey and silverlon packing. The totalcare bed is intended to provide patient support in health care environments. It is intended to be used to treat or prevent pulmonary or other complications associated with immobility, to treat or prevent pressure injury, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The bed's surface provides pressure redistribution by automatically adjusting the air system to accommodate changes in weight distribution. The surface uses input from the bed scale system to adjust the cushion pressures based on the patient¿s weight. The device IFU states: failure to weigh and accept the patient or adjusting the patient weight when a patient is placed on the surface can lead to injury due to incorrect mattress pressures. The development of pressure ulcers is multifactorial and cannot be only attributed to the performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the patient performs preventative maintenance on their beds. The inspection of the bed by a hillrom technician found that there was no evidence of a malfunction, the reported issue could not be duplicated and the bed functioned as designed. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed was not inflating properly. The bed was located at the account. The patient developed a stage 3 pressure injury on the right shin and a pressure injury on the buttock (staging unknown). The customer stated the reported pressure injuries began in (B)(6) 2021 and would heal and then return, and the patient would often remain in wet diapers with no repositioning, but now has a catheter and the buttock pressure injury is improving. The customer also stated that she did not know that she needed to weigh the patient in order to use the pressure redistribution feature of the bed. The patient has a visiting nurse once a week and the wounds are being treated with honey and silverlon packing. This report was filed in our complaint handling system as complaint #(B)(4).